Manufacturer narrative:
According to the discharge summary, operative and echocardiogram reports provided by the facility, this patient in the past had undergone a bioprosthetic mitral valve replacement and over time developed mitral prosthetic valve dysfunction with severe stenosis and regurgitation. During inflation the 26mm sapien valve migrated distally into the left atrium. This initially was barely attached to the sewing ring, but then detached and embolized. During maneuvering attempts the wire position was lost and the prosthesis was free floating in the left atrium. A 2nd 26mm sapien valve was successfully deployed across the mitral valve prosthesis. Post deployment tee reported that the 2nd sapien valve appeared to be well seated with trivial paravalvular regurgitation and no stenosis. It was decided to perform a limited right thoracotomy under cpb to extract the embolized sapien valve from the left atrium. The patient was then returned to the intensive care unit in stable, but critical condition. Cpb time was 16 minutes. In the postoperative period the patient maintained good hemodynamics. However, after tavr the patient had seizures when sedation was decreased and remained in ICU intubated and unresponsive. The patient had sustained multiple embolic cerebral infarcts and was closely followed up by the neurologist. Eeg suggested continued severe diffuse encephalopathy. At request of the family no further intervention was done and the patient was transitioned to comfort care. The patient passed away 9 days after tavr procedure. Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in edwards lifesciences clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < (B)(6), diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the tavr procedure may have caused or contributed to the stroke. In addition, there were other risks factors for cva which may have contributed to the event (e.g. (B)(6) y/o female with baseline history of a-fib). The device was not available for evaluation. There was no allegation of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported to the edwards lifesciences clinical specialist, during the transapical deployment of a sapien valve in a non-native mitral valve, it appears that the operator did not pull back the ascendra delivery system pusher prior to deployment so when valve was inflated, the ventricular segment of the valve did not open completely. The guide wire remained across the valve but the sapien valve eventually dislodged and moved into the left atrium. The guide wire was inadvertently pulled back across valve, allowing the sapien valve to freely move within left atrium. A 2nd valve was prepped and placed within mitral valve in a 50:50 position. The tavr physicians decided to surgically remove the free-moving valve in the left atrium. The patient was stable at the end of the procedure.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to the device embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally calcified native valve leaflets, and loss of pacing capture during valve deployment. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the cause of the reported dislodgment of the sapien valve into the left atrium appears to be related to procedural factors. According to the information provided, the operator did not pull back the delivery system pusher prior to the balloon inflation, which prevented the ventricular segment of the valve from completely opening, which interfered with the deployment of the valve. There was no allegation of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required

Manufacturer narrative:
Limited information is available, as this was an off-label case and not supported by edwards personnel. Investigation of the event is ongoing.